Manufacturer narrative:
In the initial emdr, it was reported that a zxr00 intraocular lens was implanted in the left eye (os) on (B)(6) 2017. The correct information should have been reported as: it was reported that a symfony intraocular lens was implanted in the left eye (os) on (B)(6) 2017. Also in the initial emdr, the model and catalog number was incorrectly reported as zxr00. The correct information should be ''unknown,'' as the product information was not provided. No additional information was provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. Explant date: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. Post-operatively, the patient complained of not being able to see clearly at night, halos, and 3 to 4 concentric circles. No additional information was provided.